Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided and reviewed. The photo shows the partial view of a clinician holding the drainage catheter in which the surface of the catheter was unclear due to poor quality of photo. The investigation is inconclusive for the reported fracture and fluid leak issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided cyst percutaneous drainage procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, during flushing, a fracture and leak occurred at the white connector and tubing area of the drain. The device was not left in the body, nor did it appear to be fragmented. The procedure was completed using another device. There was no reported patient injury.